Event description:
End user reports approximately one week ago developing fluid filled blisters under tape collar in various locations.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. According to the reporter, he removes the appliance using allkare adhesive remover, he removes the appliance using allkare adhesive remover, then washes with lye soap with scrubber, rinses and dries, and then applies wafer. The end user recently saw a dermatologist who referred him to a wound care nurse. The end user will call md for antifungal. From a clinical perspective, a casual relationship between the sur-fit natura 2 pc durahesive flexible wafer with flexible collar and this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. No add'l event/pt details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.